Event description:
The ge oec 6800 fluoroscopy system would not boot up and had an alarm sound when the system was plugged into facility power outlet.

Manufacturer narrative:
A ge oec service representative investigated the issue and this issue is generally related to the isolation transformer and decreased facility power. Re-strapping the isolation transformer to new input voltage restores proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.